Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was continually receiving an alarm on the insulin pump. It was not possible to get the patient's blood glucose or troubleshoot, as she was at school. Nothing further was reported.